Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e2321. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of high capture threshold was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to break/fracture and high pacing thresholds. The lead was difficult to extract and during the procedure, the patient's blood pressure dropped. No intervention was required as the patient's blood pressure returned to normal when the physician took a break in the extraction. This lead was successfully removed and a new lead was implanted. No additional adverse patient effects were reported. Despite efforts, the explanted lead was not returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to break/fracture, high pacing thresholds and difficult to extract. This lead was out of service and replaced. No additional adverse patient effects were reported.